Event description:
According to the description initially reported by arjohuntleigh rep: "one of the wheels with brake had broken off. The lift was used for pt transfer, but the pt was uninjured. Upon examination, the lift had paint chipped and scars at the legs and wheels." Ref MFR report #3007420694-2013-00039.